Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "upon initiating blood administration, bedside rn noticed blood product leaking down from the alaris channel. After closer inspection, the rn located a leakage point above the blood filter." There was no patient harm.